Manufacturer narrative:
The cause for the (B)(6) total results is unknown. There is no sample material left for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection. The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Event description:
(B)(6) total results were obtained for samples from two different patients. The patients' samples were tested on alternate methods at another laboratory and the results were (B)(6). One of the patients was tested for (B)(6). The (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) total result.